Manufacturer narrative:
The customer only provided the test data of the first xpert xpress cov-2/flu/rsv plus test to cepheid. The biofire and second xpert xpress cov-2/flu/rsv plus test data were not provided. After review of the initial xpert xpress cov-2/flu/rsv plus test on (B)(6) 2025, all analytes did give a negative result, however the flu b target does have a CT value (40.3) and low epf (45), indicating there is something there, however the CT value us below the cut off for positivity, hence this resulted in all analytes being negative. The CT value indicates a low viral load below the limit of detection. This can be due to various factors including what stage the patient is in the progression of the infection, if the patient is very early on in the infection or nearing the end of its course the CT values can be higher or specimen processing if there's not enough mixture of the sample when it's already a low viral load sample. The test itself performed as expected with no indications of an issue with the test. The customer stated there was no patient impact but more just a delay in outcome of results. The time difference between the initial xpert result and the biofire result is a few hours. The customer stated that no known treatment was given to the patient but most likely management only for fever given and patient was sent home. Customer isn't aware of how long patient has had symptoms before coming to the emergency department. The likely root cause in this case is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. A 9-year-old male presented in the emergency department with fatigue, fever, and headache with no underlying health conditions. The patient was tested on (B)(6) 2025 with a nasopharyngeal swab, collected and placed into 3ml utm (bd collection kit) and tested upon receipt with xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician. The biofire was ordered to see if there was another respiratory illness that the patient could have. The retest was performed on (B)(6) 2025 using biofire panel which resulted in flu b positive. This result was also reported to the physician. 6 days later, on (B)(6) 2025, the same sample was retested on xpert xpress cov-2/flu/rsv plus for troubleshooting purposes the day after the customer initially contated cepheid and resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the physician. The sample was stored in the refrigerator between the first and repeat xpert tests.